Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the adjuster was getting stiff or stuck when scoping a patient during an unspecified procedure involving an olympus rhino laryngofiberscope. There was no patient injury reported.